Event description:
It was reported the external pulse generator was ¿not functional¿ and that startup was successful but it is not pacing. Additional information obtained reported that there was no capture. It was not known how long into the use of the device session this occurred. The device was later replaced and returned to the manufacturer for analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis failed low battery functional testing. Output was checked with a sigmapace 1000, no observations were noted. The reported event could not be confirmed. The device is functioning normally. Mechanical damage included one bail and one bail cover missing, the high rate cover was broken and the lower case was damaged.

Event description:
The device was returned to the manufacturer.

Event description:
It was reported the external pulse generator was ¿not functional¿ and that startup was successful but it is not pacing. Additional information obtained reported that there was no capture. It was not known how long into the use of the device session this occurred. The device was not replaced and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This device was included in that field action. Based on the information and without the return of the product it would not determine this device performed as described in the field action. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.